Manufacturer narrative:
One device has returned for evaluation. The device was visually inspected and a defect was found in the sterile barrier. A breach test was performed that confirmed the presence of a hole in the packaging. The complaint is confirmed. The root cause of the complaint is rough handling. The device history record was reviewed and no exception documents were found.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.